Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon opening the abdomen to resect the duodenum during a distal gastrectomy, the opening and closing was checked. The green button was then pressed but the handle could not be squeezed. The firing could not be performed. Another reload was used the same event happened. A new reload was used and firing was performed.